Event description:
An 18 month old female presented to the emergency room 1/31/1999 for treatment of a laceration on right forehead. Durabond was used and inadvertently dripped on to eye while it was closed. Eyelid was then glued shut. Bacitracin ointment and bandage applied. Child underwent surgery under general anesthesia on 2/2/1999 to cut eyelashes to open eye. Facility found this to be user error but wanted to notify FDA for trending purposes.